Event description:
Suction catheter pinched at end so unable to appropriately and completely suction trach. Mother described that she was unable to "suction anything" using catheter with pinched opening. Three other catheters were removed from our on-floor, secure supply/meds distribution center that also appeared to have pinched openings.

Event description:
Suction catheter pinched at end so unable to appropriately and completely suction trach. Mother described that she was unable to "suction anything" using catheter with pinched opening. Three other catheters were removed from our on-floor, secure supply/meds distribution center that also appeared to have pinched openings.